Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: (B)(4), product type: programmer, physician. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer reported that stimulation was decreasing in intensity intermittently. She felt it at her programmed level and then it would just decrease. She noted it was intermittent and in different positions. The representative had run impedance and changed programming; he turned off group a that had adaptive stim activated, did some reprogramming that for now seemed to be working fine, ran impedances and stated they were in 500-900 ohm range, and the consumer had been using group d1 most of the time. It was reported at first that the consumer fell last week, then reported it was two weeks ago, sometime in (B)(6) 2016. The intermittent stimulation started two months ago, approximately (B)(6) 2016, following going through security at the airport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.